Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that during service this 980 ventilator had a background fault detection of backup ventilation (buv). The device was available for evaluation. A review of the ventilator logs confirm the report that there was no evidence that a patient was attached at the time of the event. While the service personnel (sp) was servicing, the pb980 ventilator had a background fault detection of backup ventilation (buv). Based on the diagnostic codes, sp replaced the inspiratory flow module (ifm) printed circuit board assembly(pcba). The unit passed all calibrations and tests per manufacturer specifications at the time of service. One ifm pcba was returned to medtronic for analysis. A visual inspection of the returned ifm pcba was conducted and no anomalies were found. The pcba was attached to test ventilator and powered up. During extended self test (est), the unit failed the circuit pressure test with inspiratory auto zero solenoid not operational message. After a thorough investigation, a faulty autozero solenoid (so1) on the ifm pcba was identified. Investigation determines if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the reported event was determined to be a faulty autozero solenoid (so1). The serial number of the ifm pcba is in scope of the existing internal corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during service this 980 ventilator had a background fault detection of backup ventilation (buv). The ventilator was not in use on a patient at the time of the reported event.